Event description:
Later healthcare professional reported "severe posterior capsule contracture, baker grade unknown + calcification", "but gel in pocket", "implants grossly intact" and "pigmented lesion right arm". This record is for the right side. Device was explanted and replaced with another manufacturer's device. Device discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b5, d6b, h6. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture confirmed via ultrasound. Healthcare professional later confirmed right side "multiple intraluminal linear echogenicities". Device remains implanted.